Manufacturer narrative:
Follow-up # 1 date of submission 11/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events and battery alarms. There was evidence of moisture contamination inside battery compartment. All of the pump¿s electrical current draws measured within specification. The investigation was unable to duplicate the original complaint about a ¿battery life¿ issue but the moisture ingress was confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture in the battery compartment. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.